Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving 5.0 mg/ml of morphine at 0.5330 mg/day via an implantable pump for chronic low back pain and spinal pain. On (B)(6) 2018, during an interrogation for an unrelated event, the rep reported "the pump event logs a motor stall as patient had an MRI in (B)(6) 2017". No further information was provided nor obtained.